Event description:
It was reported that an asymptomatic patient presented in clinic, after receiving an alert transmission for rv lead noise. Oversensing and 3.5 second pauses were observed. Myopotential oversensing from the diaphragmatic muscle was identified. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.